Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, it was found the device had exceeded the charge time limit multiple times during capacitor maintenance. The defective device is on transit. The cause of the long charge timeout is unknown. The device was explanted and replaced. The patient condition is good after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.